Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the ipg was explanted and replaced, restoring the therapy.

Manufacturer narrative:
Correction :section d10 : the device return date was inadvertly left out in the initial report. Correction: section h3: this section has been marked correctly in this report.